Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults on the system controller (serial number (B)(6)) was confirmed via log file analysis; however, the reported event could not be reproduced with the returned backup battery (serial number (B)(6)) the log file captured backup battery fault alarms on 12nov2025. These alarms activated due to the backup battery not passing its load test. These alarms remained active until the driveline was disconnected at 07:39:48, and the controller shutdown sequence was initiated at 07:40:46. This data is consistent with the report of the patient exchanging their own system controller in response to the alarms. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. The returned backup battery (B)(6) was functionally tested and found to perform as intended. During testing, multiple load tests were performed and the backup battery passed each time without any issues or atypical alarms produced. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery fault alarms and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 2 also includes how to uninstall/reinstall the backup battery if replacement is ever necessary. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had to come into the clinic since they had emergency backup battery (ebb) faults on both their system controllers. The patient changed out their controller before speaking with the clinic. The log files are for the first controller and the other controller will be provided shortly (per-(B)(4)). The ebb for this controller was (B)(4) and was manufactured on 09june2025. A self-test and reseating were performed. Log files for (B)(6) captured ebb faults starting on (B)(6) 2025 at 0453 and continued until the driveline was disconnected on (B)(6) 2025 at 0740. The controller was exchanged. (B)(4) was replaced by the customer and was still under warranty. A replacement was requested.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The ebb faults was said to be resolved after changing out the ebb. The ebb was intended to be returned to abbott.